Event description:
Porous femoral stem revised 5 years, 2 months after primary total hip arthroplasty. At revision surgery, it was observed that the cobalt chrome alignment pin in the modular femoral stem had sheared.

Manufacturer narrative:
Other devices used: catalog number 200310 apex modular short+47.5 neck and catalog number 302807 28+7 cocr femoral head, manufacturing lot numbers unknown.